Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Customer reported the teflon cannula stuck in the body, the plastic connection was broken off and was on the tube. No adverse event alleged. Device not available for return.